Manufacturer narrative:
Analysis found a pump memory error due to a hybrid (circuit board) anomaly. Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were returned from a funeral home with no allegations. An anomaly was found with the pump during analysis.